Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that MRI compatibility guidelines were requested. The patient needed an MRI of her brain and was wondering if the patient was eligible because the patient indicated that the stimulator has not worked in months. Per patient, if the patient turns stimulation off, she feels more pain and if the patient presses on her back she feels more stimulation down her leg. The patient did not bring her patient programmer to the MRI appointment because the batteries are dead in the patient programmer. The patient indicated that she told her healthcare provider (hcp) in august about the ins not working and about feeling stimulation down in her leg if she presses on her back but the patient did not know when the issues began. No further complications were reported/anticipated.